Manufacturer narrative:
Follow-up #1; date of submission: 05/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/11/2015 with the following findings:the display was found to be free of damage: the reported issue was not confirmed. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a display (damaged) issue. The display screen was observed to be scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.